Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high, out of range hv lead impedance was observed. Lead fracture/insulation damage was noted. The lead was explanted.